Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a maestro 4000 controller presented an issue with temperature control during procedure, this remained at 27 degrees, cooled and uncooled during ablation and does not increase. No patient complications were reported, and no error messages occurred. The device is expected to be returned.

Event description:
It was reported that a maestro 4000 controller presented an issue with temperature control, this remained at 27 c cooled and uncooled ablation and did not increase. The physician and nurse observed the generator behavior during a procedure and no error messages displayed. Solution for this event is unknown, but no patient complications were reported. The device has been returned for analysis.

Manufacturer narrative:
Premarket / 510(k) # p920047, p980003, p020025 the returned maestro 4000 system was analyzed by an external party and the system passed all tests performed and exhibited normal device characteristics. The reported temperature issues were unable to be confirmed.